Event description:
According to the reporter, during a laparoscopic hand- assisted sigmoidectomy, in  linear sigmoid (colon) tissue transection, the 45 millimeter reload fired successfully across the intended tissue. After the firing sequence was completed, the reload would not open or retract across the tissue. Troubleshooting steps that the sales representative provided over the phone are: removing and reattaching the adapter to sterile shell handpiece. Pressing and holding the "fire" buttons on the handle to manually reset device. Using manual retraction tool in middle hole position on linear adapter. However, the issue was not resolved. It was noted that the reload was not articulated when fired across tissue. Once the sales representative arrived, the device were troubleshoot again off the sterile field. All the reset attempts described above were tried but none of them would work. When the manual retraction tool were tired again in the middle hole position on the adapter, the knife blade did not retract but instead, started to articulate. The reload could not be unloaded to the adapter. An open stapler from another manufacturer was used to cut around the locked up reload tissue.

Manufacturer narrative:
Concomitant prod: sigadaptstnd sig power sigadaptstnd linear adapter, serial # (B)(4), egia45amt egia45amt egia 45 artic med thick sulu, lot # p2d0098 sigpshell sig power sigpshell control shell, lot # unk sigmret sig power sigmret manual retract tool, lot # unk. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the reporter, during a laparoscopic hand- assisted sigmoidectomy, in linear sigmoid (colon) tissue transection, the 45m illimeter reload fired successfully across the intended tissue. After the firing sequence was completed, the reload would not open or retract across the tissue. Troubleshooting steps that the sales representative provided over the phone were removing and reattaching the adapter to sterile shell handpiece. Pressing and holding the "fire" buttons on the handle to manually reset device. Using manual retraction tool in middle hole position on linear adapter. However, the issue was not resolved. It was noted that the reload was not articulated when fired across tissue. The reload could not be unloaded to the adapter. An open stapler from another manufacturer was used to cut around the locked up on proximal sigmoid tissue. Once the sales representative arrived (not during the case), the device was troubleshot again off the sterile field. All the reset attempts described above were tried but none of them would work. When the manual retraction tool was tried again in the middle hole position on the adapter, the knife blade did not retract but instead, started to articulate.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hand-assisted sigmoidectomy, in linear sigmoid (colon) tissue transection, the 45 millimeter reload fired successfully across the intended tissue. After the firing sequence was completed, the reload would not open or retract across the tissue. Troubleshooting steps that the sales representative provided over the phone were removing and re-attaching the adapter to sterile shell handpiece. Pressing and holding the "fire" buttons on the handle to manually reset device. Using manual retraction tool in middle hole position on linear adapter. However, the issue was not resolved. It was noted that the reload was not articulated when fired across tissue. The reload could not be unloaded to the adapter. An open stapler from another manufacturer was used to cut around the locked up on proximal sigmoid tissue. Once the sales representative arrived (not during the case), the device was troubleshoot again off the sterile field. All the reset attempts described above were tried but none of them would work. When the manual retraction tool were tried again in the middle hole position on the adapter, the knife blade did not retract but instead, started to articulate.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the handle had 278 of 300 procedures remaining. A clamshell and adapter were connected to the returned device and calibrated successfully. The device was able to fire without issues on the a1 machine. A reload was attached to the device and was able to clamp and articulate without any issues. An analysis of the data saved to the system noted abnormalities in the last firing in the field. It was reported that the reload articulated or straightened on its own during the firing sequence and the jaws of the device remain closed on tissue. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.